Manufacturer narrative:
The field service engineer (fse) observed clenz solution dripping onto the drip tray. The fse re-tubed and cleaned the shear valve and resolved the fluid leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was in normal operation. (B)(4).

Event description:
The customer reported approximately twenty milliliters of clenz cleaning solution leaked onto the counter involving the coulter lh 750 hematology analyzer. The operator was wearing personal protective equipment (ppe); specifics were not supplied. The operator did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer was performing quality control (qc) at the time of the event. Patient samples were not analyzed, and results were not generated. There was no patient consequence. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place for biohazard material.